Event description:
It was reported during an atrial fibrillation ablation procedure, saline leaked from the handle of the ablation catheter. No damage was noted to the irrigation port. There were no adverse events and the pt's current status is fine.

Manufacturer narrative:
The device was not returned for eval. However, review of the device history record confirmed the device met mfg requirements prior to shipment.